Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.